Manufacturer narrative:
The manufacturer did not receive the device for investigation since it is still implanted. No x-rays were provided for review. A lot number was received for the device, the device packaging quality records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and an investigation result be available, and amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was operated for his first that on the right side on (B)(6) 2009. The pt was revised on (B)(6) 2012 due to aseptic lymphocytic vasculitis - associated lesions (alval) of the right hip. The head was replaced with a biolox option ko/adapt, (B)(4) 2014, 36x +3.5. It was then reported that the pt was diagnosed with adverse local tissue reaction. On (B)(6) 2013 a surgery was performed comprising incision and drainage of the right hip with debridement.